Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer muscular vsd occluder were reported in a research article in a subject population with multiple co-morbidities including bundle branch block (left and/or right), ventricular septal defect, aortic regurgitation, tricuspid regurgitation, and pulmonary hypertension. Complications reported included surgical intervention, unexpected medical intervention (snare), hospitalization, aortic regurgitation, thrombosis, tricuspid regurgitation, heart block, deformation, device embolization, residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article title: transcatheter closure of ventricular septal defects after upfront transvenous antegrade cannulation from the right ventricle.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: transcatheter closure of ventricular septal defects after upfront transvenous antegrade cannulation from the right ventricle.

Event description:
The article, "transcatheter closure of ventricular septal defects after upfront transvenous antegrade cannulation from the right ventricle", was reviewed. The article presented a retrospective, single center study to evaluate the feasibility, safety, and efficacy of upfront antegrade cannulation and closure for ventricular septal defect (vsd). Devices included in the study were heartr duct occluder, amplatzer duct occluder ii, konar multifunction occluder, amplatzer muscular vsd occluder, piccolo occluder, and unknown. The article concluded that upfront transvenous vsd cannulation simplifies transvenous transcatheter closure (tcc) by eliminating the need for arterial access and avl formation, particularly successful in small patients with large defects. [The primary and corresponding author was kothandam sivakumar, department of pediatric cardiology, institute of cardiovascular diseases, madras medical mission, 4a dr j j, nagar, mogappair, chennai 600037, india, with corresponding email: drkumarsiva@hotmail.com]. The time frame of the study was from january 2019 to december 2023. A total of 147 patients were included in the study, of which 69 (46.9%) received an abbott device as final device implanted. In the upfront antegrade group: the average age was 55 months, the average weight was 15.8kg, and the gender ratio was even (58 out of 116 were male). In the arteriovenous loop group: the average age was 121 months, the average weight was 27kg, and the majority gender was male. Comorbidities included bundle branch block (left and/or right), ventricular septal defect, aortic regurgitation, tricuspid regurgitation, and pulmonary hypertension.